Event description:
It was reported that during implant the lead exhibited loss of sensing and the stylet could not be introduced into the lead. The lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.